Event description:
Healthcare professional reported right side "pain", "seroma", "simple cyst", and capsular contracture, baker grade IV. Device remains implanted. Treatment: montelair.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "capsular contracture grade IV, seroma".